Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. The error message ¿head error¿ occurred on the rotaflow console during patient use. The device was replaced with another one with no consequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. The error message ¿head error¿ occurred on the rotaflow console during patient use. The device was replaced with another one with no consequences for the patient. No harm to any person has been reported. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) and the reported "head error" could be confirmed. The rotaflow console will be repaired by a third-party maintenance company. The affected rotaflow drive with s/n (B)(6) will not be sent to germany for repair. The customer has been advised by the ssu (sales and service unit) to conduct repairs through the manufacturer or purchase spare parts. The exact root cause therefore could not be determined, however the "head error" is most probably caused by: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported "head error" could be confirmed. Rotaflow console: the review of the non-conformities was performed on 2024-03-07 and during the period of 2020-05-13 to 2024-03-06 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2020-05-13. Rotaflow drive: the review of the non-conformities was performed on 2024-03-07 and during the period of 2020-06-02 to 2024-03-06 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n (B)(6) was produced in 2020-06-02. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The ssu (sales and service unit) has been advised the customer to conduct repairs through the manufacturer according to the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. 2.2.3 handling the rotaflow system - to ensure patient safety, only use tested and approved devices, parts, accessories and disposables. - take damaged devices out of service immediately and have them tested by the authorized service personnel. - maintenance work and repairs on the device and changes or modifications to it may only be performed by authorized service personnel. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).